Manufacturer narrative:
(B)(4). The customer provided four images for analysis. The photos show the PICC in use in a clinical setting, with obvious damage present. The complaint of the body of the catheter being separated was confirmed by the images. The images show a non-teleflex "securacath" securement device labeled as 4fr on the catheter body. The customer also returned a 1-lumen pressure injectable (pi) PICC catheter for analysis. Signs of use were observed inside the catheter body. Visual analysis revealed that the catheter body was separated around 1mm from the juncture hub. The point of separation appeared slightly stretched and pinched/narrowed. The customer provided image shows the catheter being stabilized with a '4fr. Secureacath device', which is smaller than the 4.5fr. Catheter body. This securement device could cause the damage observed from localized stress or pinching. Microscopic examination confirmed the separation and the deformation. The observed damage appears consistent with a localized undue force being applied to the catheter during the procedure resulting in a fracture. The point of separation measured 1mm from the juncture hub. The separated catheter body length measured 18 1/4", which is not within the specification limits of 22 3/4" - 23" per the catheter product drawing. This suggests that the catheter body was intentionally trimmed approximately 4 1/2" from the distal end. However, the exact amount trimmed could not be measured as the catheter body showed signs of stretching. The catheter body outer diameter (at the point of separation) measured 0.0510", which is not within the specification limits of 0.058" - 0.061" per the catheter extrusion product drawing. The outer diameter (in an area not affected by stretching) measured 0.0595", which is within the specification limits of 0.058" - 0.061" per the catheter extrusion product drawing. The discrepancy with the outer diameter measuring outside of the specification limits indicates that the catheter was pinched at the point of separation. A lab inventory guidewire (outer diameter measured 0.018") was inserted through the distal tip of the catheter body. No resistance was encountered, and the guidewire passed through all functional sections with little to no difficulty. Performed per IFU statement, "if 80 cm guidewire is used, insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire." A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a separated catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated around 1mm from the juncture hub. Further microscopic and dimensional analysis revealed evidence of pinching and deformation at the point of separation of the catheter. The customer-provided image shows the catheter being stabilized with a '4fr. Secureacath device', which is smaller than the 4.5fr. Catheter body. This securement device could cause the damage observed from localized stress or pinching. The catheter passed all dimensional and functional testing at the undamaged locations and a device history record review did not reveal any relevant findings to suggest a manufacturing issue in the catheter body. Based on the customer report that the damage was observed during use and on the evaluation of the photos and samples provided, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "while positioning the patient, the wings and distal part of the PICC catheter were found separated. The PICC catheter was not being used for therapy at the moment. The distal part of the catheter was immediately closed with a pean, the attending physician was informed and the PICC was pulled out to its full length. The injection site was covered with jelonet, sterile gauze and a transparent cover." There was no patient consequences. No medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "while positioning the patient, the wings and distal part of the PICC catheter were found separated. The PICC catheter was not being used for therapy at the moment. The distal part of the catheter was immediately closed with a pean, the attending physician was informed and the PICC was pulled out to its full length. The injection site was covered with jelonet, sterile gauze and a transparent cover." There was no patient consequences. No medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4) corrected data: section h.11 - additional manufacturer narrative corrected to: the customer provided four images for analysis. The photos show the PICC in use in a clinical setting, with obvious damage present. The complaint of the body of the catheter being separated was confirmed by the images. The images show a non-teleflex "securacath" securement device labeled as 4fr on the catheter body. The customer also returned a 1-lumen pressure injectable (pi) PICC catheter for analysis. Signs of use were observed inside the catheter body. Visual analysis revealed that the catheter body was separated around 1mm from the juncture hub. The point of separation appeared slightly stretched and pinched/narrowed. The customer provided image shows the catheter being stabilized with a '4fr. Secureacath device', which is smaller than the 4.5fr. Catheter body. This securement device could cause the damage observed from localized stress or pinching. Microscopic examination confirmed the separation and the deformation. The observed damage appears consistent with a localized undue force being applied to the catheter during the procedure resulting in a fracture. The point of separation measured 1mm from the juncture hub. The separated catheter body length measured 18 1/4", which is not within the specification limits of 22 3/4" - 23" per the catheter product drawing. This suggests that the catheter body was intentionally trimmed approximately 4 1/2" from the distal end. However, the exact amount trimmed could not be measured as the catheter body showed signs of stretching. The catheter body outer diameter (at the point of separation) measured 0.0510", which is not within the specification limits of 0.058" - 0.061" per the catheter extrusion product drawing. The outer diameter (in an area not affected by stretching) measured 0.0595", which is within the specification limits of 0.058" - 0.061" per the catheter extrusion product drawing. The discrepancy with the outer diameter measuring outside of the specification limits indicates that the catheter was pinched at the point of separation. A lab inventory guidewire (outer diameter measured 0.018") was inserted through the distal tip of the catheter body. No resistance was encountered, and the guidewire passed through all functional sections with little to no difficulty. Performed per IFU statement, "if 80 cm guidewire is used, insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire." A device history record review was performed and a potential finding was identified; however, it was determined that the finding was not relevant to the reported event. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a separated catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated around 1mm from the juncture hub. Further microscopic and dimensional analysis revealed evidence of pinching and deformation at the point of separation of the catheter. The c ustomer-provided image shows the catheter being stabilized with a '4fr. Secureacath device', which is smaller than the 4.5fr. Catheter body. This securement device could cause the damage observed from localized stress or pinching. The catheter passed all dimensional and functional testing at the undamaged locations and a device history record review did not reveal any relevant findings to suggest a manufacturing issue in the catheter body. Based on the customer report that the damage was observed during use and on the evaluation of the photos and samples provided, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "while positioning the patient, the wings and distal part of the PICC catheter were found separated. The PICC catheter was not being used for therapy at the moment. The distal part of the catheter was immediately closed with a pean, the attending physician was informed and the PICC was pulled out to its full length. The injection site was covered with jelonet, sterile gauze and a transparent cover." There was no patient consequences. No medical intervention required. The patient's current condition is reported as "stable".